Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the battery did die without alerting to low battery life and insulin pump did not beep when out of insulin. The customer¿s blood glucose was unknown at the time of incident. The customer also report that the insulin pump had rejects new battery and also had failed battery test, lost setting replacing the battery. The insulin pump will not be returned for analysis.